Manufacturer narrative:
The device was not explanted. The manufacturing records were reviewed and no nonconformities were found. Based on the report, the event was likely procedure rather than device related.

Event description:
It was reported to nevro that a trial patient experienced a dural tear during laminectomy lead placement. The surgeon closed the dural space with suture. The patient had recovered with no sequelae and the leads were not explanted. Follow up report indicated that the patient has moved forward with permanent implant.